Event description:
It was reported that the customer's insulin pump had a blank display. The insulin pump shut down every so often for no reason. His blood glucose level was not reported. The insulin pump also had scrapes and it was bumped. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.